Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-30719. It was reported that the patient experienced ineffective stimulation due to lead migration. Reprogramming was attempted, but was unable to restore effective therapy. In turn, patient underwent surgical intervention to revise the leads on (B)(6) 2020. However, the revision surgery was abandoned due to excessive scar tissue (related manufacturer reference numbers: 3006705815-2020-30716, 3006705815-2020-30717). The entire system was explanted.